Event description:
The patient was implanted with a left ventricular assist device. Information was received from the intermacs registry on (B)(6) 2015 stating: thrombus. Additional information also included indicated that the patient underwent a pump exchange. Patient outcome: exchange. Device malfunction causative factor: no cause identified.

Manufacturer narrative:
The report of suspected thrombus and hemolysis could not be confirmed. As the explanted pump was disposed by the hospital and would not be available for evaluation. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: clarification presented by the clinical representative on (B)(6) 2015, indicated that the patient was initially implanted at (B)(6). The patient was transferred to (B)(6) after he began having hemolysis/ thrombus symptoms. (B)(6) turned the pump off, but kept it in place, and supported the patient on an impella and inotropes while waiting for a transplant. The patient was successfully transplanted approximately 2 months after being transferred from (B)(6). The patient never underwent a pump exchange. It was noted that (B)(6) no longer had the pump because it was disposed after the transplant. They also do not have the system controller and so could not provide the log files.

Manufacturer narrative:
Approximate age of device - 29 days. The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.